Event description:
The article "streamlining postprocedural care after transcatheter edge-to-edge repair" was reviewed. The article presented a retrospective single center study, to investigate the outcomes of patients being admitted to a general ward as opposed to an ICU/imcu for postprocedural care after teer. Devices mentioned include mitraclip, triclip, and non-abbott device. The article concluded that the transition of postprocedural care from the ICU/imcu to a general ward was found to be safe, reduced length of hospital stay and spared the utilization of ICU/imcu resources. [The primary author and corresponding author was derk frank at department of internal medicine iii, cardiology and critical care, university hospital schleswig-holstein, campus kiel, kiel, germany with corresponding email derk.frank@uksh.de]. The time frame of the study was january 2022 to february 2024. A total of 208 patients were included in this study, of which 115 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included diabetes, cerebrovascular disease, stroke, atrial fibrillation, peripheral vascular disease, coronary artery disease, prior myocardial infarction. (B)(4), unk mitraclip peri- and post-procedural complications included death, heart failure, prolonged hospitalization, stroke, bleeding, thrombosis, infection, medication required, heart surgery, additional procedure, device embolization, single leaflet device attachment. (B)(4), unk triclip peri- and post-procedural complications included, death, heart failure, prolonged hospitalization, stroke, bleeding, thrombosis, infection, medication required, heart surgery, additional procedure, device embolization, single leaflet device attachment.

Manufacturer narrative:
Summarized patient outcomes/complications of triclip device were reported in a research article in a subject population with multiple co-morbidities including diabetes, cerebrovascular disease, stroke, atrial fibrillation, peripheral vascular disease, coronary artery disease, prior myocardial infarction. Complications reported included death, heart failure, prolonged hospitalization, stroke, bleeding, thrombosis, infection, medication required, heart surgery, additional procedure, device embolization, single leaflet device attachment; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.